Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jun-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt said they haven't used stim for quite some time because they were waiting to have surgery to reposition the leads in back because they fell (was their 3rd surgery) and now they haven't been able to power units back up because they don't know how. Pt could not remember what prompted them to go into the doctor however, they said they had x-rays done and saw that the leads had fallen (pt said it was late into 2021). Pss walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing. Controller displayed that there was a memory problem and prompted pt to go through controller setup steps. Pt successfully walked through controller setup steps however, pt needed to recharge the controller before trying to charge their ins (pt saw cannot recharge device, controller battery too low screen). Pss reviewed to allow controller to fully recharge from ac power and reviewed passive recharge mode steps with pt. Pt confirmed they understood and may call back for further assistance. Pt needs to change the controller date year once ins is charged as they did not change the year before pushing "ok".